Event description:
There was a report that the pump failed to detect a cartridge, which was conveyed by the customer through the distributor, dinno santé, in france. There was no information regarding any adverse impact on the customer's blood glucose level. The customer arranged to return the pump to address the problem, with a replacement pump provided, although the pump had not yet been received for verification at the time of the report.